Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner unexpanded and tip unopened. Rough surface texture was observed on distal shaft/tip. Red dye test was used to visualize the hydrophilic coating following ftir testing of surface defect: non-uniform deposition of hydrophilic coating was present along the sheath shaft. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on evaluation of the returned device. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, ''as reported, during esheath+ preparation, it was detected a rough surface section at the introducer tip. And as per provided information ''the surface anomaly was noticed during activation of the hydrophilic coating'' and the ''sheath shaft was not subjected to any wiping nor friction''. Evaluation of the returned device showed buildup of material at the esheath distal end. Ftir analysis performed on the isolated material during product evaluation revealed similar absorption characteristics to polyvinylpyrrolidone as well amidodimethylpolysiloxane. Polyvinylpyrrolidone is the main component of hydrophilic coating. While the source of amidodimethylpolysiloxane could not be identified, since the sheath shaft was activated during preparation, the possibility of decontamination due to decontamination cannot be ruled out. Red dye testing was also performed on the returned device and showed that the sheath shaft could have been subject to physical interactions, leading to displacement of the hydrophilic coating along the shaft. However, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, during esheath+ preparation, a rough surface section at introducer tip was noted. A new esheath+ was opened from another kit to complete the procedure successfully. The patient was doing fine after procedure. As per pre-decontamination observation, it was observed that sheath had an unknown material on distal end.